Manufacturer narrative:
H4: the lot was manufactured from october 03, 2022 to october 04, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed fluid inside the housing which suggested a leak may have occurred from the bladder inside the housing. The reported condition was verified. The cause of the condition was undetermined, however the probable cause may be due to bladder crimp leak. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked; further described as ¿the balloon was found to be leaked and a few ml have run out of the balloon into the hard case¿. This was observed after pre-filling with sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6).) Initial reporter postal code: (B)(6). Additional reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.